Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change, consistent with a failure to infuse associated with the motor component, after which a dry run and supply change with new supplies were completed and insulin delivery resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem associated with motor function that resulted in a failure to infuse and was linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.